Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that in november 2017 the patient had experienced or was experiencing recurrent stress urinary incontinence. The patient underwent mesh excision, pubovaginal sling with autologous rectus fascia graft.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, emotional pain and injury, urinary incontinence, physical deformity, and the loss of ability to perform sexually.